Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon investigation conclusion.

Event description:
On (B)(6) 2018 the arjohuntleigh was notified about event with involvement of shower panel. Based on the provided information caregivers were showering the resident, when water became hot and the resident screamed. The caregiver stopped showering immediately after she noticed increased water temperature and dropped shower handle on the floor. The caregiver used another shower with cool water and cooled down the resident. According to the provided information the resident did not sustain an injury.

Manufacturer narrative:
On 2018-jan-19 arjohuntleigh was notified about the event with the involvement of shower panel. Based on the provided information two caregivers (employees of (B)(6) school) were showering the resident. Before showering the resident the caregiver checked the water temperature with her hand and found it appropriate. They stopped filling a water for a second to apply some shampoo. When the water was turned on again, the resident screamed. The caregiver stopped showering immediately after she noticed increased water temperature and dropped shower handle on the floor. The caregiver used another shower with cool water and cooled down the resident. According to the provided information the resident did not sustain an injury. The facility took the shower panel out of use until the evaluation was performed by arjohuntleigh representative. On 2018-jan-23 the arjohuntleigh representative visited the customer facility to evaluate the involved device. The visual inspection revealed that the device was in good condition with some minor surface scratches. During the further examination comprising water temperature check, it was found that water became extremely hot. The temperature reading showed maximum temperature level of 63.5 degrees celsius, minimum temperature level of 50 degrees celsius. Device inspection results revealed that device thermostat mixer was not calibrated or was calibrated wrongly. As a correction, the arjohuntleigh representative set the temperature to correct value of maximum 40 degrees celsius, conducted a test (which confirmed proper calibration settings) and put the device back to use. The involved device was under arjohuntleigh service contract. Please note that preventive maintenance was performed by arjohuntleigh on 2017-jan-26. At this time, the device was correctly calibrated and water temperature was within the specified limits - hot temperature was set to 40 degrees celsius. During inspection of the involved shower panel it was also found that the annual maintenance was scheduled on the 2018-jan-25 as the last maintenance service was carried out on 2017-jan-26 (device had a label on the cover showing next maintenance date). Therefore, on 2018-feb-01 the maintenance service was performed. The arjohuntleigh representative replaced distance thermometer (p/n: 6303001) and o-ring kit (p/n: 6902105. The thermometer was replaced due to reading 5 degrees celsius below actual temperature of water and the o-ring kit was changed due to normal maintenance. After repair the shower system was tested (including the water temperature) and it was able to meet the manufacturer's specification. The review of reportable events with the involvement of the shower panel in last 5 years, did not reveal any other case where it was indicated that water became too hot during use causing potential for injury occurrence. The arjohuntleigh technician visited the facility day before the incident to fit new parts in the involved device as customer facility had reported that the device was leaking. He fitted two hoses (p/n: 8341646) and a vacuum breaker (p/n: 6326012). According to report for this repair the water temperature and calibration were not checked after the carried out service. As per statement of the technician, who performed this work he only fitted the parts and did not change, amend or calibrate the temperature. Please note that in this case the corresponding document was instructions for use (04.bc.06_4gb), which advises the following in relation to the maintenance of the device: "check and if necessary adjust thermostatic mixer and thermometer" (p. 22) please note that the shower panel operating and product care instructions booklet (4.bc.02/3gb,us issued in march 2003) delivered with the claimed system provides information regarding safety and correct usage of the device. According to the opci user should always make sure that (p. 2): "- the equipment is handled by trained staff, - the shower temperature is checked by hand before showering." The opci provides also correct procedure for resident shower, which states the following (p. 3): "- direct the shower handle away from the resident. Press the trigger handle and turn on the water by turning the resident shower control. - adjust the temperature and water flow. Hand test the water before commencing with the shower of the resident." Based on the information received in course of the investigation caregiver stopped showering for a second to apply some shampoo and then started showering again, but temperature probably was not checked before directing water stream on the patient. The shower panel is subject to wear and tear, and the maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Please note that operating and product care instructions contain care and maintenance guidelines, which should be followed by either customer or arjohuntleigh authorized service representative. The daily maintenance and customer obligations shall be carried out in accordance with the recommended schedule available in the manual. The shower panel has to be serviced on a yearly basis. Based on the collected information the preventive maintenance was performed by arjohuntleigh representative on 2017-jan-26 (so within stated timeline) and included check of the water temperature coming from shower outlet. The device was correctly calibrated and water temperature was within the specified limits - hot temperature was set to 40 degrees celsius. It was confirmed that preventive maintenance of the device was performed by arjohuntleigh representative in accordance with the instructions for use (04.bc.06_4gb. Issued in october 2014) and mixer service procedure (10.bc.00_3gb issued in october 2014). Therefore this part of device handling was compliant with requirements stated in user's manual. The operating and product care instructions also recommend to perform check of the temperature control on the thermostatic mixer on each day (p. 4-5): "move the temperature control on the thermostat mixer back and forth over the whole temperature range with the control valve turned off". If this is not followed it may lead to not detected device malfunction. During the first part of showering (before break to apply the shampoo) the caregiver found that water had an acceptable temperature to continue the therapy. Therefore, it seems that water became too hot only in the second part of showering. On the basis of this finding it is not possible to determine, when the thermostat mixer became wrongly set to and able to exceed the proper water temperature. As it was mentioned before, the water temperature measured after the event, on the highest recorded setting reached approximately 63.5 degrees celsius and on its lowest only went down to 50 degrees celsius. This temperatures would be noticed by the caregiver as normally device is calibrated to 41 degrees celsius. In conclusion, based on the collected information the involved system failed to meet the manufacturer's specification as the device was not calibrated correctly and supplied too hot water. At the time of the event the device was used for treatment of the patient. This issue was reported due potential risk of scalding coming from the wrong calibration of the thermostatic mixer. Please note that field initial reporter of this report was corrected as wrong occupation of the initial reporter was entered into the initial report.